Event description:
It was reported that the patient experienced mechanical issues with an artificial urinary sphincter (aus) due to a presumed fluid leak. A replacement surgery was performed in which the existing aus was removed and new components were implanted. There were no patient complications.